Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient's mother reported the patient developed skin irritation while wearing the pod. The patient's blood glucose levels rose above 400 mg/dl and a new pod was applied. The patient was taken to the private clinic and was prescribed sudocrem (apply 3 times daily until irritation gone) and calamine lotion for treatment. The visit was 2 hours long.